Manufacturer narrative:
Date of the event: (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins battery was not holding charge and it was taking long to charge. Patient stated that they accidentally turned the therapy off last week and had been increasing the parameters since patient turned it back on. It was noted that patient had not been reprogrammed or switched to a new group recently. However, patient had recently increased parameters. It was reviewed with the patient how programmed parameters affect recharge interval. Patient was redirected to follow up with the healthcare professional (hcp) to check the ins and leads if they think that there was something wrong with the ins battery. Patient also wanted to know how high settings could go , and it was reviewed that 10.5v or 25.5ma. Patient also wanted to know if it would be a complicated surgery replacing the ins and was redirected to the doctor. No patient symptoms were reported. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that cause of the ins battery not holding charge and taking long to charge was not known, but patient needed more time to charge. The patient changed the charger as an intervention to resolve the issue. Patent also indicated that the ins battery not holding charge and taking long to charge had been resolved.